Manufacturer narrative:
Manufacturer's investigation conclusion: pump stop and low speed events were confirmed via the log file data provided by the account. A transient elevation in pump power/estimated flow was also confirmed via the log file data provided by the account. The submitted log file contained data spanning from (B)(6) 2019 at 00:22:48 to (B)(6) 2019 at 17:12:15, per the timestamp. Numerous pump stop events, with associated low speed/flow alarms, and low speed events were captured throughout the log file while the system was supported with the mobile power unit. As an added observation, a transient elevation in pump power of 10.1w was recorded on (B)(6) 2019 at 01:12:31. A specific cause for the change in pump parameters cannot be conclusively determined. Based on our complaint history and similarly reported events, the pump stop and low speed events captured in the log file are consistent with a potentially compromised wire within the patient¿s driveline; however, a specific cause cannot be conclusively determined through the evaluation of the returned portion of driveline. A distal end driveline repair was performed by a technical services representative on (B)(6) 2019 under work order (B)(4). The approximately 14" segment of driveline replaced by technical services was returned for evaluation. Electrical continuity testing did not reveal any discontinuities or shorts. Visual inspection of the wires did not reveal any breaches or areas of concern. The driveline was submerged in a saline bath for hipot testing to check for current leakage through each wire's insulation. The test did not reveal any insulation breaches that would have contributed to an electrical short. Immediately following the external driveline repair, no alarms were reported when the patient was connected to a grounded patient cable. The patient remains ongoing on (B)(6) and no further issues have been reported at this time. Multiple attempts for additional information were sent to the account; however, none was provided. The heartmate ii lvas IFU discusses damage due to wear and fatigue of the driveline and includes driveline care instructions. All heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur depending upon the length of use and movement/flexing over time. The IFU also outlines pump speed, power, flow, and pi. This document explains that pump power is a direct measurement of motor voltage and current. Changes in pump speed, flow, or physiological demand can affect pump power. The IFU further explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The heartmate ii lvas patient handbook contains information on caring for the driveline. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that a short to shield was suspected with low speed advisory alarms. X-rays were performed which were unremarkable. Upon log file analysis, manufacturer's technical services observed 43 pump stoppages and 59 low speed alarms throughout (B)(6) 2019 to (B)(6) 2019. On (B)(6) 2019, an external percutaneous lead replacement was performed approximately 4 inches from the exit site. No issues were noted after the patient was back on the grounded patient cable. No further information was provided.